Manufacturer narrative:
(B)(4).fisher & paykel healthcare has requested additional information from the customer regarding the reported incident.we will provide a follow-up report upon the receipt of further information and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: one complaint mask was returned and visually inspected. Results: the visual inspection revealed the port cap of the returned complaint mask was missing and no damage was observed on the port. A lot check revealed no other complaints of this nature for lot number 101110. A lot check could not be performed for the other four complaint masks as no lot number was provided. Conclusion: the oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with pressure inside of the mask during therapy. No damage was observed on the port of the returned mask and the hospital has further reported that it is likely hospital staff or patient's accidentally remove the port caps when removing the masks. The hospital has also reported that there has been no patient consequence. Our monitoring and trending of port caps coming loose has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported that the oxygen port on the rt040 full face mask came off during therapy. The hospital has further reported that "the patients may have removed them accidently while removing the mask for rest" and that there was no patient consequence.

Event description:
A hospital in (B)(6) reported that oxygen ports on five rt040 full face masks came off during therapy. The hospital has further reported that "the patients may have removed them accidently while removing the mask for rest" and that there was no patient consequence.